Event description:
On (B)(6) 2014, the actual residual volume (arv of 10.5 ml) was greater than the expected residual volume (erv of 5.8 ml); it was off by approximately 14%. Previous refills were: erv 6.5 ml/arv 11.5 ml off by approximately 14.9%; erv 5.8 ml/arv 11 ml off by approximately 15.2%; in march erv 4.9 ml/arv 9 ml off by approximately 11.7%; in (B)(6) erv 8.7 ml/arv 13 ml off by approximately 13.7%. The patient was not having any significant symptoms, but said he typically had more spasticity and more pain approximately 1 week prior to every refill. In early (B)(6) 2014, the patient had a lack of therapeutic effect with consistent increasing dose requirements. The pump was replaced. At explant, the erv was 13.3 ml; the arv was 17 ml. The cause of the volume discrepancies was unknown. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen. The patient outcome was not reported. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory.

Manufacturer narrative:
Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information: the patient recovered without sequela after the pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.